Event description:
The manufacturer representative (rep) reported that they met with the patient and that the implantable neurostimulator (ins) seemed to be hot in the morning and at night. The patient used stimulation 24/7. The temperature seemed to go down when the stimulation was turned off. The rep ran electrode impedances and it ranged from 900-1000 ohms, the group impedances were 670 ohms. The patient was not "feeling the hot" at the time of the report. The patient felt more heat when walking. It was noted that the patient had lost weight and there was a little movement at the pocket site. This was since a week prior to the report. Other relevant medical history includes non-malignant pain. Additional information was received from the rep. It was reported that nothing had been planned as of (B)(6) 2016. The patient wanted the patient to come back in four weeks to check the status and at that time decide on a plan to move forward.

Event description:
Additional information received from a rep indicated that a patient had a complaint about the stimulator battery heating in the pocket during regular normal, everyday use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.